Event description:
It was reported that the ventricular assist device (vad) coordinator submitted log files for a patient with known driveline faults with perc lead a failed perc lead repair on (B)(6) 2026. The alarms did not resolve post repair. The log files confirmed recurrent intermittent driveline fault alarms throughout the whole log. Phase 1 continued to have a short causing the driveline fault alarms but was not completely fractured. There were no low speed or pump off events seen in the log files. The vad functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.